Event description:
Customer reports an internal shutter error during treatment. Treatment completed. No patient harm reported and no additional information provided.

Manufacturer narrative:
During the onsite investigation, the service technician replaced the ir illumination fuse. Root cause was identified as a faulty fuse. (B)(4).